Event description:
Caller reported damage to the pump housing and usb port, which affected the ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support resolved the issue by sending a replacement pump and instructed the caller on the procedures for returning the malfunctioning pump. The caller was also informed about the steps to follow upon receiving the replacement. Customer reverted to an alternative method of insulin therapy.